Manufacturer narrative:
(B)(6).

Event description:
During periodic maintenance, the manufacturer¿s international service technician encountered an e/c in the drpt. There was no patient involvement.

Manufacturer narrative:
During further investigation (fi), a visual inspection of the blower assembly outer surface revealed no evidence of damage or contamination. The blower assembly end cap was removed and a visual inspection of the impellers and surroundings did not reveal any signs of rubbing, damage, or contamination. Before applying power to the blower assembly the lm20 temperature sensor output was verified within specifications. The blower assembly was installed in an fi test ventilator and booted up on ac in normal ventilation and delivered breaths. The test ventilator did not generate any errors while operating on normal ventilation mode. With the returned blower assembly installed into the fi test ventilator, it was allowed to run a minimum of four (4) hours on normal ventilation mode. No error codes were generated. The fi test ventilator was allowed to run another minimum of four (4) hours on diagnostic mode and the blower assembly & fi lab temperature was monitored. The test ventilator did not generate any errors while operating on diagnostic mode and the temperature of the blower remained within specification. The test ventilator booted up on ac in normal ventilation mode and deliver breaths. The airflow accuracy test was performed and passed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. The blower assembly passed all testing. A high blower temperature alarm (1122 error code) could not be duplicated. There were no faults found with the blower assembly.